Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimate. Explant date is an estimate.

Event description:
Related manufacturer reference number: 1627487-2019-08488. It was reported that the patient was experiencing ineffective therapy with their scs system. As a result, their system was explanted.